Event description:
Reporting status: malfunction. Reporting rationale; balloon rupture is likely to cause or continue to patient injury. Device issue: balloon rupture. It was reported that the liberation device ruptured; therefore, the stent could not be deployed. No additional event or patient information is available.